Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The first date recorded in the memory log was 26th december 2010 when the device failed an auto self-test due to a low battery. Between the 23rd january 2011 and 13th february 2011 the device recorded four failed weekly auto self-tests due to a low battery. On 17th february 2011 the device was manually powered up and passed a self-test suggesting a further pad-pak was installed on this date. The next date recorded in the history log was 12th january 2016 when the device recorded three manual power ups all under one minute duration. The user may have been manually power cycling the device or it may suggest the beginnings of a membrane failure. No further log entries were recorded after this date. Investigation was unable to replicate the reported fault. There were no ten minute manual power ups recorded in the history log. The device was also stress tested between 0 and 50 degrees celsius with a known good pad-pak and the returned membrane fitted for 48 hours. The device did not turn on or display any fault. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.